Manufacturer narrative:
Initial reporter occupation: inventory specialist additional initial reporter: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, an intra-aortic balloon (iab) rupture occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1(contact person ¿ mfg site), g3, g6, g7, h2, h3, h6, (medical device ¿ problem code, investigation findings, type of investigation, investigation conclusions), h11. The product was returned with the membrane completely unfolded.blood was observed on the exterior of the iab. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Additionally, one kink was observed on the innerlumen approximately 76.2cm from the iab tip. The one-way valve was also returned for evaluation. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. - one-way valve vacuum test was preformed and it was able to hold vacuum. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. Complaint ID no. : (B)(4).